Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and found that the opto button on the master tool manipulator (mtm) was broken. The fse replaced the opto button. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the opto button on the mtm.

Event description:
It was reported that the surgeon side console (ssc) right master tool manipulator (mtm) had a grip issue, and it was hard to deactivate the opto button. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the exact issue was related to the right mtm opto button. The user had reported that when they pressed the opto button at the mtm, it did not automatically return to its original position. However, this issue did not occur every time. They found that it only happened when the button was pressed with significant force. Additionally, they had noticed some damage to the opto button. Because of the button issue, they felt the movement of the right mtm with unintuitive motion. They also mixed up the distinction between the grip and the opto button. As a result, the user reported issues with grip and movement initially, but when the isi field service engineer (fse) arrived onsite and communicated with the user, it became clear that the issue was with the opto button. The user retested the opto button after the procedure and the issue could be reproduced. The user reported the issue after their procedure and the procedure was completed without any delay.